Event description:
Event description cpi received information that this endotak transvenous lead (0064) was removed from service due to lead dislodgement. It was replaced with another endotak transvenous lead.